Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a depuy attune cemented posterior stabilized fixed bearing left total knee arthroplasty on (B)(6) 2018, to address severe pain and severe patellofemoral medial compartment arthrosis with moderate lateral compartment arthrosis. There were no reported complications. On (B)(6) 2019, patient's left knee was revised to address pain, severe arthrofibrosis (range of motion only 10 - 90 degrees ), and aseptic loosening of the femur and tibial tray components. Revising surgeon noted that intraoperatively, there was no evidence of infection. The explanted tibial insert showed some back-side wear, otherwise in "overall good condition". The surgeon indicated that the femur came off easily at the cement mantle to bone interface. The tibial tray was also easily removed, with no essential bone loss, but no information was provided that suggested the loosening interface. There were no reported complications. Doi: (B)(6) 2019 dor: (B)(6) 2019 left knee.